Manufacturer narrative:
The liquid sensor board malfunction may potentially impact staining performance. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer found several slides in the same run were false negative. Customer completed the test manually. The field service engineer replaced the liquid sensor board. Instrument was fully operational and returned to service. No indication of patient or user harm.